Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having two patients that were diagnosed with tass (toxic anterior segment syndrome) out of 23 ophthalmic cases performed. There was no specific product suspected to be contributory the cause is unknown at this time. This report represents the 2nd patient reported.